Event description:
"Foley catheter probe was inserted. 12 hrs later in the ICU, no urine flow was occurring. On removal of the foley catheter probe, 500ml of urine was immediately produced when pt was recatheterized with a standard foley catheter."